Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to duplicate the reported issue. After replacing the lid and the battery, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted stryker to report that their device would not power on and it was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off. There was no report of patient use associated with the reported event.